Event description:
The patient didn't use his implantable neurostimulator for 7 years. Device interrogation was not possible because the battery was completely depleted. The neurostimulator was replaced with a rechargeable device. Stimulation sensation was not checked intraoperatively, however, impedances were fine. Post operative impedances were fine as well, but the patient felt no stimulation, even when the therapy amplitude was increased to 10 volts. The hcp planned to revise both leads. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).